Event description:
It was reported that bd nexiva diffusics 22g x 1.00 in global - separation catheter from adapter. Connection point came loose from the tube. When did the incident occur? During use. When removing the infusion (after injecting the CT contrast), the connection point came loose from the tube.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: bd was not able to confirm the customer¿s indicated failure mode because no samples or pictures were received to perform investigation. There is not enough information to perform a correct investigation. Was not possible to determine a possible root cause to our manufacturing process in absence of a sample. Internal quality records have been consulted for tracking and trending purposes but issues like this are not detected which means low occurrence. We will keep monitoring the manufacturing process and in case any emerging trend is detected, further actions will be taken if necessary.

Event description:
No additional information.